Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Sample received for analysis. During sample evaluation the plate was able to be open and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated and no damaged/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. Defect is not confirmed since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external caused could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2018 and reservoir was used. After surgery it was hard to lock the reservoir. Another new product was used for the patient. Further details are not provided. There were no adverse consequences to the patient.